Manufacturer narrative:
A company service rep examined the system and verified the event log but was unable to duplicate the reported problem. The bulb was replaced and the embedded laser system was replaced. The system was then tested and met all product specifications. Samples are being returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "laser probes were not recognized" (device operates differently than expected); "getting light from the illuminator" (inadequate lighting). A customer reported the laser would not recognize the laser probes and the illuminator would not illuminate. The customer rebooted the system several times in order to correct the issue. Additional info was requested. Additional info was received: a nurse reported the laser probes were not recognized and wasn't getting any light from the illuminator. This occurred during the very beginning of the case. The system was rebooted several times and the issues eventually corrected. The case was delayed approximately 20 minutes. There was no pt injury reported.